Event description:
The customer contacted baxter's service center regarding a check patient line alarm, which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) had the caregiver (cg) close and open the transfer set, pull up on all of the tubing, move the patient clamp down the line and inspected the patient line for kinks and occlusions. The cg stated that there was air in the patient line. The tsr informed the cg to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the home patient (hp) on (B)(6) 2012. She stated that she has been using manual supplies as her machine keeps alarming. She had no information regarding the supplies or if there was anything unusual about them, as her husband takes care of everything for her. She stated that her husband would contact this writer regarding the supplies. On (B)(6) 2012, product surveillance contacted the hp regarding the supplies. She stated that she had forgotten to give the message to her husband, and that he would call back the day of this call. Product surveillance made an additional attempt to acquire information regarding the supplies on (B)(6) 2012. Additional information could not be acquired.

Manufacturer narrative:
(B)(4). This complaint for a report of air in patient line was not confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed.